Manufacturer narrative:
The following concomitant products were used during this procedure: 30 degree endoscope, monopolar curved scissors, tip-up fenestrated grasper, sureform stapler 60, fenestrated bipolar forceps, mega suturecut needle driver, vessel sealer extend. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died during a right hemicolectomy after the colon had already been resected. The cause of death has been attributed to a myocardial event and no other intraoperative issues were reported. No allegation has been made about any intuitive surgical products. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci assisted right hemicolectomy procedure, the patient went into cardiac arrest and the anesthesiologist informed the operating room staff to start compressions; the patient subsequently died. The surgeon stated that the surgery was going well, the colon had been resected, the common channel was being closed, and the surgery was almost finished. The da vinci system was undocked to perform chest compressions. The surgeon stated that the patient likely experienced either a myocardial infarction or a pulmonary embolism. The exact cause of death is unknown. The patient had a cardiac history, five previously placed stents, and been cleared from a cardiac standpoint and pulmonology standpoint prior to surgery. An autopsy was not performed. The surgeon stated that the da vinci products had nothing to do with this event.